Event description:
On 11/21/2022, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak tip broke. This was discovered during a procedure on (B)(6) 2022. Surgeon was able to remove the broken fragment and complete case with a new product; patient was not harmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.